Manufacturer narrative:
Insulin pump unable to prime during the prime test due to protruded and loose drive support disk. No prime alarm. Insulin pump had minor scratches on lcd window, cracked display window corners, battery tube threads, cracked reservoir tube lip, missing end cap sticker.

Event description:
Customer reported receiving an error message on the insulin pump. Customer also reported receiving a low reservoir alert which caused her to be unsure whether or not her insulin was delivered. Blood glucose level was 300 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.